Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive. The system operates as intended.

Event description:
It was reported that the 6800 system is missing all images that were saved during a case. No pt injury was reported.